Event description:
Dealer states the left motor turns only a little even if it is out of gear, and he says it smells like electrical burning.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.